Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: no treatments performed on the incident date provided by the customer were observed in the log. Three last treatments did not show any issues. In addition, no indication of any pump malfunction was observed. Conclusion: at this time, there is no indication for any malfunction. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in an additional report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. It was reported that no human harm occurred as a result of this event. No medical intervention was reported. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. It was reported that no human harm occurred as a result of this event. No medical intervention was reported. The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities, and no indication of over delivery was observed. The pump was found to meet its specifications and successfully passed accuracy testing. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. It was reported that no human harm occurred as a result of this event. No medical intervention was reported. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Investigation type: the event log has been received and is currently under investigation. Investigation findings: the event log investigation is ongoing. Conclusion: the event log investigation is ongoing, and the findings will be presented in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.